Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport clearvue slim. Post procedure on (B)(6) 2026, subcutaneous leakage occurred, and the septum was found to be peeled off upon removal. Additionally, the patient experienced pain. There was no reported patient injury.